Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Add'l info was received on (B)(4) 2013. Global ptc number and conclusion were updated. Pharmacovigilance comment: sanofi comment dated (B)(4) 2013: the causal role of synvisc one cannot be excluded for the occurrence of event of knee function had dropped down, however the other relevant medical history of the pt may play a contributory and confounding role in the occurrence of the event. Sanofi company follow up comment dated (B)(4) 2013: the follow up info does not change the overall medical assessment of the case.

Event description:
This unsolicited serious device case was received from united states on (B)(6) 2013 from a pt (consumer). This case concerns a (B)(6) female pt whose knee was still painful (sub-therapeutic response) and experienced drop in her knee function after receiving treatment with synvisc-one injection. The pt's medical history was significant for fall, magnetic resonance imaging (mir) after fall in (B)(6) 2012 showing a torn meniscus and approx 5 torn ligaments, anterior cruciate ligament reconstruction surgery with allograft on her right knee (in (B)(6) 2012), excruciating pain and increase in knee function from 60 to 120 post surgery and previous treatment with cortisone injection on the side of her knee (unspecified) for continuous pain in (B)(6) 2013. Concurrent conditions or other concomitant medications were reported. On an unspecified date in (B)(6) 2013, the pt received treatment with synvisc-one injection, once, (route, dose, batch/lot and expiration date unk) into an unspecified knee. The pt reported that synvisc-one injection was administered into a different area of the knee than where steroid injection was placed. On (B)(6) 2013, the pt underwent magnetic resonance imaging (MRI) which revealed that the meniscus was torn. It was reported that the pt was not doing any extreme exercise, still her knee was painful (sub-therapeutic response). In addition, the pt's knee function dropped down from 120 to 100 or 110 for a couple of days after administration of synvisc-one injection, which started increasing later. Corrective treatment: not reported. Outcome: not recovered/not resolved.